Event description:
Additional information regarding patient received 10dec2021. Patient is 1.65 meters tall.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A device failure analysis was conducted on the returned device. The device was returned in a clear bag and label information was provided. The handle was in the closed position, while the basket formation was in the open position. The fittings were tight, and the pett measured 3.5cm. The support sheath was bent at the nose of the mlla (male luer lock adapter). The handle does not actuate the basket formation. The handle was disassembled. With force, the handle was able to actuate the basket formation. The cannulated handle was bent similar to location on the support sheath. This caused difficulty in opening and closing the device. The returned device was found to have a basket that would not function. The yellow support sheath was bent at the handle. The handle was disassembled and with force it was possible to function the basket. The bent support sheath was preventing proper functioning of the basket. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Additional information: d9, h3: complaint device has not been returned to the manufacturer. Event summary: as reported, during a right ureterorenolithotripsy, the basket of an ngage nitinol stone extractor would not open and close. A new device was used to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures. There have been no adverse effects to the patient due to the occurrence. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Multiple attempts to obtain the complaint device were performed. No photos were provided. A search of the north american distribution center (nadc) database found all devices from the reported device lot had been shipped. No similar product from the same lot was available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. There are multiple possible causes for the reported issue of the extractor not functioning. Without the device available for investigation, the cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(6). A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a right ureterorenolithotripsy, the basket of an ngage nitinol stone extractor would not open and close. A new device was used to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures. There have been no adverse effects to the patient due to the occurrence.